Event description:
Report # 2915056-2013-00063 is a health professional report from USA that involves a pt-specific rapidstrand rx implant that contained two incorrectly configured needles. The product autoradiograph showed all needles per treatment plan; however, the facility noted that needle 25 contained 3 seeds (5 were specified) and that needle 26 contained 5 seeds (3 were specified). Qa investigation (B)(4) report pending.